Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device recorded an episode of asystole per electrocardiogram (EKG) strip reading that was possibly due to undersensing. The device remains in use. No patient complications have been reported as a result of this episode.